Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of tower door 2 was attributed to a defective tower door latch assembly. A field service engineer replaced the defective tower door latch assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced tower door 2 failure, which prevented users from accessing medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.